Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 3, 2020. Attachment: [01989 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on 30 july 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to migration of the electrode array. It is unknown if the patient was re-implanted with a new device as of the date of this report.